Manufacturer narrative:
Upon retrospective review, it was discovered that the manufacturer name, city and state (section d3, g1) on the initial report listed as abbott diagnostics, max-planck-ring 2, wiesbaden, deu, 65205 was incorrect. The correct manufacturer name, city and state is abbott laboratories, 1915 hurd dr, irving, tx, 75038, USA. All further information will be documented under MDR number 3016438761-2021-00540-00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated potassium result generated on the alinity c analyzer on a patient. Results provided: sid (B)(6) = 6.61 / 5.1 mmol/l (normal range: 3.5-5.5 mmol/l. No impact to patient management was reported.